Event description:
The following was reported by the patients' husband and peritoneal dialysis nurse: when the patient was in dwell 2 the patients' husband stated that the patients' blood pressure was too high and has been since she hooked up for treatment. The patient was disconnected from treatment and taken to the hospital where she was admitted. The patients' peritoneal dialysis nurse stated that the patient had suffered a stroke a couple of months ago and her blood pressure has not been stable since. She received hydralazine in the hospital to lower her blood pressure. The nurse also relayed that there are multiple doctors involved with prescribing the patient's medications and this could be contributing to the high blood pressure fluctuations.

Manufacturer narrative:
Additional attempts to the patients' nurse have been made with no additional information provided. This MDR includes all event information received to date. A supplemental report will be submitted upon final review by post mark clinical physician and completion of the plant's investigation. A serious injury has been reported. Due to lack of information, MDR's will be filed for each concomitant device as part of a system level review.